Event description:
It was reported that the water temperature did not decrease in an arctic sun device. Per review of wo on 17oct2024, device was used on patient and no patient injury was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Facility full name: (B)(6) hospital. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump head. It was reported that the water temperature did not decrease in an arctic sun device. Replaced mixing pump head. Performed pm procedure. Replaced circulation pump head. Unit was evaluated for functionality per baw2800162 rev0. Arctic sun passed all tests successfully and unit is ready to be back in service. The complete initial reporter facility name is (B)(6). A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water temperature did not decrease in an arctic sun device. Per review of wo on 17oct2024, device was used on patient and no patient injury was reported. Per follow up information received via email on 17oct2024, the device would be sent to imi. The issue has not been resolved yet. Patient therapy completion status was under investigation. There was no impact to the patient.